Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the va-lcp two-column volar distal radius plate for the fracture of the distal radius. The surgeon drilled proximally the second hole of the plate from the distal radius side with the sleeve. When the surgeon inserted the va locking screw, it was not locked. The surgeon failed to remove the screw. The surgery was completed without removing the screw. No further information is available. This report is for one (1) unk - screws: va locking this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: date of concomitant therapy is february 3, 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.